Event description:
Event description guidant received information that this patient's system was oversensing which led to six inappropriate shocks. Upon inspection, a fracture was found on the pace/sense portion of the lead. This portion of the lead was removed from service and the shocking portion remains active. A new pace/sense lead was successfully implanted.